Event description:
It was reported that the devices were used during a thoracic surgery procedure. The first device ejected the staples after the closing lever had been engaged. The surgeon switched to a second device. The device jammed and would not fire. Opened another device to complete the case. There was no consequence to pt.